Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2013 a mitroflow dla23 was implanted as part of the sure-avr trial. On (B)(6) 2015 the valve was explanted due to endocarditis.

Manufacturer narrative:
If staphylococcus was present on the tissue valve before sterilization, it would be killed very easily by the manufacturers liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde, formaldehyde and alcohol, all of which are highly effective against staphylococci. The manufacturer has validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. In addition, the sterile packaging solution used for shipment of mitroflow valves is a 4% formaldehyde solution; the valves remain in this extremely antimicrobial solution until they are opened during surgery. Therefore, it is not conceivable that staphylococci could survive on a valve exposed to the manufacturers sterilant, or the packaging solution. In addition the manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model#: dla23, s/n#: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Due to the above reasoning, the large amount of time that had elapsed between implantation and the reported endocarditis, and the proper functionality of the valve during earlier follow-ups, the root cause is determined to be not valve related. The infection therefore could not be resultant of any factor intrinsic to the device in question and the device failure is attributable to the patient condition. Fields changed: date of report, event, date rec¿d by MFR, PMA/510k, if follow-up, what type.

Event description:
On (B)(6) 2013, a mitroflow dla23 was implanted as part of the sure-avr trial. On (B)(6) 2015, the valve was explanted due to endocarditis. The valve worked properly before the endocarditis. The patient had sepsis due to mrse and antibiotics were used before the valve explant. The patient had high fever and no prior endocarditis. The valve used for replacement was the trifecta one, size 21 mm.